Event description:
The surgeon performed acl reconstruction surgery using the calaxo screw in 2007. Soon after the surgery the patient experienced swelling of the knee. About 3-4 months later an additional surgery was performed to remove the screw.

Manufacturer narrative:
Product recall was initiated in 2007. No product is being returned for evaluation.